Event description:
The customer reported excessive bleeding during circumcision from the clamp "not tightening down completely."

Manufacturer narrative:
The customer reported excessive bleeding during circumcision from the clamp "not tightening down completely." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.